Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported). At the time of this report, antibiotic treatment was ongoing. No further information was provided regarding the outcome of the event. It was not reported if dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported by a health professional, that the patient had recovered from the suspected peritonitis event. This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. Should additional relevant information become available, a supplemental report will be submitted.